Event description:
It was reported that the left ventricular (lv) lead thresholds were 4.0 v @ 0.6ms. The physician explanted the lv lead then reimplanted the lv lead in a new location. It was also reported that the right ventricular (rv) lead was moved to the high septum for better separation with the lv lead, and for lower rv threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076-45 implantable pacing lead (B)(6) 2009; d204trm bi-ventricular (bi-v) defibrillator (B)(6) 2013; 6947m-62 implantable tachy lead (B)(6) 2013. (B)(4).